Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient was transitioning to hospice when they were found unresponsive by family and presented to the emergency department. The patient passed away in the emergency department. The cause of death was unknown. Whether the outcome was device or therapy related was not provided by the customer. It is unknown whether the device will be explanted or returned for evaluation. Log files were reviewed, and they captured some periods of low flow events late evening of (B)(6) 2025 @21:29 and continued intermittently until the system controller was disconnected on (B)(6) 2025 @22:54. Flow was noted as low as 0.4 liters per minute (lpm) at times, and pulsatility index (pi) values were variable and on the high side during these low flow periods.

Manufacturer narrative:
Manufacturer¿s investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas) serial number (B)(6), and the reported events and subsequent patient outcome could not be conclusively determined through this evaluation. Review of the submitted log files confirmed low flow hazard alarms; however, a specific cause for the alarms could not be conclusively determined. The controller event log files contained events from (B)(6) 2025 through (B)(6) 2025. Low flow hazard alarms were captured throughout the file, which were associated with elevated puisatility index values. The power cables were both disconnected on (B)(6) 2025 by 22:54:46, and the driveline was disconnected at 22:54:56, consistent with the reported transition to hospice and withdrawal of left ventricular assist device support. No other notable events or alarms were captured multiple attempts were made to obtain additional information regarding the reported events and product return; however, no further information was provided by the account. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The current revisions of the IFU and patient handbook can be found on the eifu page of the abbott website. The heartmate 3 lvas instructions for use (IFU) and the heartmate 3 lvas patient handbook are currently available. Section 1 of the IFU, ¿introduction¿, lists potential adverse events, including death, that may be associated with the use of the heartmate 3 left ventricular assist device. This section also addresses pump parameters, including pump flow. Section 4 of the IFU, ¿heartmate touch communication system¿, describes the pump flow display and the hazard alarms. Per design, when the estimated flow value is calculated at less than 2.5 lpm, a low flow status is posted to the log file. If the flow remains below 2.5 lpm for 10 seconds, a low flow hazard alarm is triggered. This section also outlines situations that can result in a low flow alarm and further explains that changes in patient conditions can result in low flow. Section 5 of the patient handbook, "alarms and troubleshooting," and section 7 of the IFU, ¿alarms and troubleshooting¿ outline system controller alarms, as well as the appropriate actions associated with them. Furthermore, section 8 of the patient handbook, ¿handling emergencies¿, also provides examples of emergencies and the proper actions to take in the event an emergency occurs. No further information was provided. The manufacturer is closing the file on this event.